Event description:
The angiosculpt balloon was inflated in the sfa. It worked fine the first time, but when the balloon was moved proximal to the other lesion, it was stuck to the guide wire. Upon removal, the scoring element was completely unwrapped from the balloon. A new angiosculpt was used to finish the case.

Manufacturer narrative:
The patient's age or dob, gender, and weight are unknown. This information was not available from the facility. An overflow lifting of material (peel) was observed during lab analysis. The angiosculpt device was returned for evaluation. Visual examination found an overflow lifting of material at the distal bond, but remained intact to the device. The scoring element was elevated and the struts were bent. The intermediate bond was over the balloon and the transition tubing was severely stretched. Based on the lab analysis, it is probable that the user applied excessive exertion of force during withdrawal of the device. Per the IFU, retained device component is listed as a possible adverse effect of the procedure. Placeholder.